Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon investigation the electrode belt unable to complete an ECG fall-off test. The cause for the failure was isolated to an open brown (-5v) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the damaged. Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed due to the rear response button being contaminated. The cause of the inability to activate the monitor is the contaminated response button. The root cause of the contaminated response button is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were not functioning and a belt was receiving adjust belt messages.